Event description:
It was reported that a piece of distal tip is missing.

Manufacturer narrative:
The product was received and the reported failure mode was confirmed by the OEM. According to OEM: scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of distal tip is missing.